Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "blood was found leaking from the hub connection assembly after insertion of the catheter. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred. According to the user, the compression sleeve could not be placed onto the catheter shaft firmly so he/she suspected the product shape might have been defective.

Event description:
It was reported that: "blood was found leaking from the hub connection assembly after insertion of the catheter. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred. According to the user, the compression sleeve could not be placed onto the catheter shaft firmly so he/she suspected the product shape might have been defective.

Manufacturer narrative:
Qn# (B)(4). Complaint details were reviewed. Customer stated, " blood was found leaking from the hub connection assembly after insertion of the catheter. Therefore, the catheter was removed and replaced with a new one (lot#: unknown). No injury to the patient occurred. No photo available. According to the user, the compression sleeve could not be placed onto the catheter shaft firmly so he/she suspected the product shape might have been defective." No unit was returned for evaluation. It is unknown if the sleeve was damaged or defective. No pictures were provided by the customer to confirm the issue. Additional information was requested. A response was received. Leaking could not be resolved. Blood kept leaking until the procedure was completed. Blood transfusion was not required. Per IFU states the following steps and precautions: - warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation. - slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside. - thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly. - ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation. A DHR review was completed for lot fg lot 33f25g0637. No related non-conformities were observed. Based on limited information, the most likely root cause of the issue is undeterminable. Teleflex will continue to monitor similar issues and trends.